Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported a ventilator in which the exhalation valve was stuck open, and an alarm was indicating that there was a difference between the oxygen flow sensor and the exhalation flow sensor. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement. The customer reported that one of the flow sensors was found to have been disconnected. Upon reconnection of the air flow sensor, all testing passed, and no errors were generated. No parts were replaced.

Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 the device was not in use at the time of the event. There was no report of patient or user harm.the device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The biomed stated that a subsequent extended self test (est) had an error code (3126: difference between o2 flow sensor and exhalation flow sensor). The rse reviewed the repair information for the error. The rse advised to perform a full est, capturing any failure information and continuing through the test until complete. A good faith effort was made to the customer who stated that the issue had been resolved. The biomes stated that the device was opened to check on the internal components, and found that one of the flow sensors was not connected and must have been knocked loose. The biomed connected the air flow sensor and re-ran the est which did not give any errors and passed all testing. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.